Manufacturer narrative:
(B)(4). Concomitant medical products: oxford partial knee system twin peg femoral, catalog 161470, lot 592540; oxford partial knee system anatomic meniscal bearing right medial large size 4mm thick, catalog 159583, lot 228280.

Event description:
Patient underwent a revision of a partial knee approximately five weeks post implantation due to unknown reasons.